Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
The site had performed an x-ray at the time of the procedure, after the cable damage was identified. The long bipolar grasper instrument was received, and failure analysis found the instrument to have a broken grip cable at the distal end. The grip tips did not open and close properly.